Event description:
The ge oec 9600 fluoroscopy system exceeded by 4% the collimation requirement in the mag 1 mode.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the collimator was out of spec for the regulation. The collimator was adjusted adn re-calibrated to spec. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The system was released to the facility for use.